Event description:
Dr had difficulty with the offset driver fitting down over the locking bolt on the mdn nail. He tried the slaphammer and forcing the offset driver to fit. In the process of driving the nail down, the femur fractured in several smaller pieces.